Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a broken blade on the harmonic ace instrument. A fragment fell into the patient but was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgical instrument was inspected prior to use and no abnormalities or damage were observed. The exact surgical task being performed when the device fragment fell into the patient was not specified. There were no surgeon comments on the cause of the breakage, and the duration of use before the issue occurred was reported as unknown. No functional issues with the instrument were noticed during surgery prior to the event, and there was no collision with other devices or hard materials, except that the fragments reportedly fell during an instrument tip/accessory collision. The instrument was removed in a straightened manner prior to breakage. The fragment was retrieved using laparoscopic forceps, and no additional surgical procedures were required. There was no injury to the patient and no postoperative complications reported. The availability of post-operative imaging and confirmation of all fragments being retrieved were not provided. The instrument, with the related accessory, is available for return to intuitive surgical for evaluation, although it is unclear if the retrieved fragment will also be included. No photographic images or procedural videos were available for review.

Manufacturer narrative:
The harmonic ace instrument has been received for failure analysis evaluation; however, failure analysis still pending.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have one blade broken at the base. A piece approximately 13.41 mm x 2.14 mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned. The complaint was confirmed by failure analysis.